Event description:
The physician attempted arteriotomy closure of the left femoral artery with the perclose a-t monfilament 6fr. Smc device following a diagnostic procedure. It was reported that the device was inserted and deployed without difficulty. A cuff miss was noted upon needle and suture retrieval. Prior to removing the device, it was reported that blood was leaking around the sheath and a small hematoma had started to develop. The device was removed over the guidewire. Another perclose device was advanced over the guidewire and deployed. The knot was delivered to the arteriotomy; however, hemostasis was not achieved. Manual compression was held for approx. 20 minutes. The pt was evaluated 48 hours post procedure and it was reported that a 10 cm hematoma was present. The pt was re-evaluated after 24-48 hours and it was reported that a pseudoaneurysm developed. The pt was taken to surgery for repair and did "well". The pt was discharged from the hospital on an unspecified date. The doctor stated that he attributed the development of the hematoma due to the pt's noncompliance, as the pt did not keep the leg immobile as instructed.